Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "ok" button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "ok" button was found to be unresponsive. The keypad was removed and contamination was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.